Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to an alternate method of insulin therapy.